Event description:
It was reported that a 39-year-old female patient underwent a primary breast augmentation surgery with 500cc mentor memorygel breast implants. Post-operatively, the patient experienced baker grade iii capsular contracture on the right side and baker grade ii capsular contracture on the left side, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2022. This report is for the left implant. Refer to manufacturing report number 1645337-2022-11771 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 24, 2022, mentor received additional information. The patient was replaced with 700cc mentor memorygel xtra breast implants. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that a system error generated an incorrect UDI that was submitted in the initial report. As such, the correct UDI has been added. Manufacturer's reference number: (B)(4) in the initial report d4. Unique identifier (UDI) should have been populated with (B)(4).

Manufacturer narrative:
On november 08, 2022, mentor received additional information. The patient underwent removal on (B)(6) 2022. Mentor received the device for evaluation. Device evaluation summary: on (B)(6) 2022, mentor completed a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer's reference number: (B)(4).